Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, four (4) tubes underfilled. There were no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, four (4) tubes underfilled. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 16-dec-2024 investigation summary bd received five samples for investigation. Upon inspection, no visible defects were found in these returned samples. A functional test was performed on the samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were inspected and no visible defects were found. A functional test was also performed on 10 retained samples, all of which were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.